Event description:
Repair center: provider alleged alarm will not function and key is there is a broken power button with no alarm. Additional malfunctions are the inlet filter and cabinet filter are missing.